Manufacturer narrative:
G4: 11sep2020. B4: 14sep2020. The customer requested this device be upgraded to software version 2.30 because they experienced more false patient disconnect alarms with devices running software version 2.10 than those running software version 2.30.the field service engineer confirmed the device was operating with the 2.10 software. The field service engineer upgraded the device to software version 2.30, which has an updated patient disconnect alarm algorithm. The device passed performance verification testing and was released for clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26aug2020.

Event description:
The customer reported that the device was annunciating patient disconnect alarms while the patient was connected to the device. The device was in clinical use. There was no patient harm reported.